Event description:
It was reported that approximately 8 years and 2 months following the implant of this transcatheter bioprosthetic valve, an increased mean pressure gradient was first observed. The gradient worsened over the course of the next year until severe aortic stenosis was diagnosed. A flow velocity of 4.04 m/s was observed and the valve frame appeared constrained. At the point this flow velocity was measured, severe mitral stenosis and regurgitation were noted in addition to pulmonary hypertension.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.